Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed without any problem by using the normal method and the procedure was completed with another of the same device. There were no complications reported and patient was good post procedure.